Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. No other information was available as an initial investigation was not completed by the distributor ((B)(4)). No further investigation is required. (B)(4): device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the locking mechanism for the cup fell off due to a failure in the weld. This occurred after the cup was seated. The cup inserter was able to be removed with no difficulty and all of the pieces from the inserter was accounted for and removed from the field. No adverse events were reported.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.